Event description:
According to the reporter: after firing, the device could not be removed. The device did not tilt, and stuck inside of the body. Tissue was damaged by this product and he had to suture around staple line for hemostasis.

Manufacturer narrative:
(B)(4).